Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer hardware was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer hardware was failed. A technical support specialist (tss) had performed troubleshooting on the station and confirmed that it continued to show signs of hardware failure. However, the field service engineer (fse) had previously visited the site and found no issues during the inspection. Subsequently, the customer verified that the device was functioning normally, and the case was closed. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer hardware was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.